Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the single board computer (sbc) printed circuit board (pcb), and performed the two-year post maintenance. The fse updated the software and then the device passed all testing.

Event description:
It was reported that a ventilator display screen froze, shortly after powering on the device. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.